Manufacturer narrative:
The report field event of capture anomalies was not confirmed, and could not be reproduced during pacer analysis in the lab. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient was admitted to emergency room since the patient was not feeling well for couple of days and experienced bradycardia. Upon interrogation, the right ventricular lead exhibited low impedance and high threshold. It was noted that the pulse generator had noise observed on the ventricular channel. No capture was noted; however, the source was unknown. Both products were explanted and replaced. The patient was in good condition after the procedure.